Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was reported that 1 year after a vitrectomy procedure with silicon oil, that the patient presented with opacity in the posterior optic. An unspecified intervention was required. The patient symptoms are improving.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Two photos were provided. These were reviewed by a company physician. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The company physician's photo evaluation: 2 photos showing central oblique mesh-like pattern with well defined central circular opening and uniformly arranged dotted-like artifacts not consistent with an iol appearance. Unable to determine origin or positioning of observations. Information was provided that the "opacification " was observed after a vitrectomy with silicone oil. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. No further information is expected. (B)(4).

Event description:
A physician reported that approximately nine years following an intraocular lens (iol) implant procedure, a patient has experienced low secondary vision due to opacification of the iol. No further information is expected as the reporter does not want the implanting physician contacted.

Event description:
Additional information was reported that 1 year after a vitrectomy procedure with silicon oil, that the patient presented with opacity in the posterior optic. An unspecified intervention was required. The patient symptoms are improving.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).